Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05961.

Manufacturer narrative:
Evaluation: results: the lead was returned kinked and all wires were broken. A cam impression, consistent with the use of an anchor was also observed. When a standard anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the anchor while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.